Manufacturer narrative:
El.en service personnel checked the faulty unit at customer site. The shutter flag (deflecting the laser beam for power calibration) was found not aligned and it did not fully cover the laser beam when closed. An unexpected laser emission from laser aperture occurred. The instrumental measurement of unexpected radiation confirmed that it is minor. Faulty unit has been repaired by performing alignment adjustment of shutter flag. The investigation carried out did not conclude that a design deficiency was responsible for causing the shutter breaking during its use. Rather, it could be assumed that there was a damage of the shutter component following a sudden violent mechanical shock suffered by the whole laser system. Customer refers that the device has dropped on the ground during handling in operating room several months before. The risk of serious injury in case this event were to recur is very low because, specifically for the risk on eyes, protective eyewear are recommended to be always used in operation room both for operator an pt. Problem limited to this unit only. No units placed on us market of this model or similar. This initial report is to be considered as final report, unless FDA has further questions.

Event description:
A health professional reported a malfunction to us, that occurred during a maintenance functional test on the medical device model "smartclinic" code m059c2(230v-50/60hz), manufactured by el. En. Electronic engineering (B)(4). During the functional test, the health professional found out that, during the start-up of the device, a minor unexpected laser radiation comes out from the laser aperture. We, the mr of the device, became aware of the event on (B)(6) 2015 by email from the clinical engineering department of (B)(6). Initial reporter requested intervention of el.en. Service to check and repair the device. We, the MFR, advise the operator to not use this device until el.en. Service's personnel evaluate the device. El.en. Service personnel evaluated the actual device at customer site on (B)(4) 2015.